Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device.

Event description:
Dexcom was made aware on 12/07/2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter and receiver. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.